Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and abdominal pain. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the events. On an unreported date, the patient was treated with vancomycin injection (1gm, route, frequency not reported, ongoing), amikacin injection (125mg, route, frequency not reported, ongoing) and heparin (1500units, route, frequency not reported, ongoing) for the event. At the time of this report, the patient was scheduled to be discharged from the hospital and has recovered from the events. Pd therapy was ongoing. No additional information is available.